Event description:
It was reported that the anchor was broken during the procedure. The damage occurred after the surgeon had pre-drilled and was twisting. A back up was used to complete the surgery. There was about a 20 minute delay. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. The device complaint states that the anchor was broken during the procedure. Visual inspection does not show any cracks or breakage of the outer or inner anchors. Burnishing of the first 4 threads of the inner anchor was observed. This occurs with forceful tightening of the inner anchor in order to secure the suture. Proper audible click is heard with advancement of the torque limiter. Further inspection shows the inner shaft to rotate slightly off axis. This is due to losing maintenance of axial alignment or changing insertion angle while advancing the anchor. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. User error cannot be ruled out.